Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) shutdown initially on (B)(6) 2021. They went onsite on and was able to restore power and noted that when they found the cns tower it was laying on the floor on its side and had a ups on top of it. They were not sure if any physical damage occurred as a result. They were able to restore power to it. However, it shutdown again in the second occurrence which will be reported in another MDR for complaint (B)(4).this unit is currently on the medsurg floor monitoring telemetry patients. Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) shutdown initially on (B)(6) 2021. They went onsite on and was able to restore power and noted that when they found the cns tower it was laying on the floor on its side and had a ups on top of it. They were not sure if any physical damage occurred as a result. They were able to restore power to it. However, it shutdown again in the second occurrence which will be reported in another MDR for complaint (B)(4).this unit is currently on the medsurg floor monitoring telemetry patients. Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported.